Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was reported that the insulin pump was not delivering insulin properly. It was reported that the insulin pump received several no delivery alarms for the past week. It was reported that the customer had high blood glucose levels of 21mmol/l to 26.7 mmol/l at the time of incident. It was reported that the customer was given manual injection of fifteen units of humalog and six units of lentis because the insulin pump does not seem to give insulin. Troubleshooting was performed. The drive support cap was normal and there were no air bubbles or site issues were noticed. Product is expected to return for analysis.